Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when scrolling through images the medtronic representative (mr) downloaded from electronic picture archiving and communication systems (pacs), the blue medtronic screen appeared. The mr did a hard reboot and the issue persisted. The mr did another hard reboot and no blue screen occurred. The mr also stated that the system was moving faster than previously. There was no patient present when this issue was identified.